Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 alleging elevate blood glucose (bg) of 577 mg/dl with extreme urination. The patient reported treating the elevated bg using the ez-bg bolus of the pump and his bg came down to around 300 mg/dl throughout the day. The patient reportedly changed the site/set that morning. The patient alleged the insulin pump was not delivering properly. The patient reported his bg just prior to the call to animas was 414 mg/dl. The patient reported that he discontinued insulin pump therapy and administered a 10 unit of dose of novolog with a syringe. At the time of the call to animas, the patient reported his bg as 321 mg/dl and stated he was feeling better. Review of the pump by animas customer technical support (acts) revealed that according to the bolus history, the patient had not bloused for carbohydrates eaten that day. The patient stated that he does not always bolus for foods eaten but stated he would start using the ez-bg and ez-carb features of the pump. The patient was advised by acts to consult with his healthcare provider for recommendations as needed. This complaint is being reported because it was determined by acts that the patient¿s elevated bg was due to improper disease management by the patient not bolusing with insulin for food intake.